Manufacturer narrative:
(B)(4). Additional information, corrected information: upon further review of the device event history, it was determined that there were no occurrences of failure code 403:317:871:0000 that interrupted device delivery.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 403:317:871:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.